Event description:
The patient stated that his infusion device began beeping and "2.01" with four dashes was displayed. He was advised to insert a new power pack and his infusion device functioned properly. He stated he was not aware of the power pack recall and his power pack had been in use for more than 4 weeks. He was educated on the power pack recall and he was advised to change his power pack every 2 weeks. The patient was added to the company mailing list for replacement power packs. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.